Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two weeks post implant, the implantable cardiac monitor (icm) showed several pause episodes where the r waves started out large then got very small, were undersensed, and then came back again. The episodes had been occurring since implant and have not decreased in number. Sensitivity programming changes were discussed; however it was noted that the undersensing could be related to position or the episodes may decrease in frequency with pocked healing. It was determined to bring the patient back in a month to see if the episodes had decreased. The icm remains in use. No patient complications have been reported as a result of this event.